Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel has blower exceeded error. The ventilator would stop working and become inoperable for a minute at a time when the message popped up. As of this time, there is no information about patient involvement associated with this reported event.